Manufacturer narrative:
Na.

Event description:
On (B)(6) 2018, the probe tips of the cobas integra 400 plus (i400+) were changed. Controls were okay after this change. On (B)(6) 2018, the customer received questionable results for approximately 5 to 6 patient samples tested for multiple assays on the cobas integra 400 plus (i400+). The issue began with an analyzer error. The customer removed a rotor and found loose cuvettes which were removed. The customer ran some patient samples and received critical value flags on the results. When the customer repeated these samples, additional errors were received. The customer shut down the analyzer and then tried running samples again, but the errors occurred again. The customer provided data for three patient samples and of these, one sample had erroneous initial results for ldhi2 lactate dehydrogenase acc. To ifcc ver.2 and amylase. The erroneous initial results were reported outside of the laboratory. Roche manufactures two different amylase reagents, amy-p ¿-amylase eps pancreatic and amyl2 ¿-amylase eps ver.2. It was asked, but it is not known which specific amylase reagent was used. The sample initially resulted with an ldhi2 value of 0 u/l accompanied by data flags. The sample was repeated, resulting with an ldhi2 value of 309 u/l. The sample initially resulted with an amylase result of 0 u/l accompanied by a data flag, which repeated as 98 u/l. The repeat results were believed to be correct. The patient was not adversely affected. The reagent lot numbers and expiration dates were asked for, but not provided. The customer checked the probe alignments which appeared to be acceptable. The field service engineer determined that a probe tip was broken, causing a lower volume of reagent to be pipetted. He replaced the probe. He ran diagnostic checks successfully. The customer ran controls and the results were within specifications. Investigations have determined that the issue was resolved by the service actions.